Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
It was reported that the reservoir compartment was damaged. Customer blood glucose level was unknown at the time of incident. The device will be returned for analysis.